Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had failed battery test. The customer¿s blood glucose value was unknown. The customer reported damage to battery cap and battery compartment. The customer receive failed battery alert after troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, sleep current test, active current test and selftest. Failed battery test not confirmed. (B)(4).